Event description:
Event verbatim [preferred term]: she put the wrap on for 4 minutes and has a third degree burn the size of a half dollar [burns third degree], it got too hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer reporting on behalf of herself. This female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot number unavailable) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she had a wrap on for 4 minutes and has a burn that is the size of a half dollar. She stated it is definitely a third degree burn. The patient reported the heatwrap got too hot. No further information was provided. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. No follow up attempts are possible. No further information expected. Company clinical evaluation comment. Based on the information provided, the events "third degree burn, & reportedly the heatwrap got too hot" described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events "third degree burn, & reportedly the heatwrap got too hot" described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] she put the wrap on for 4 minutes and has a third degree burn the size of a half dollar/third degree burn size of half dollars on my back [burns third degree] , she had not checked her skin under the product during use and had read the usage instructions [intentional device misuse] , it got too hot [device issue] , . Case narrative:this is a spontaneous report from a contactable registered nurse reporting on behalf of herself. This (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back and hip) (device lot number t48943, expiration date 05nov2020) from an unspecified date in (B)(6) 2018 for pain relief. The patient's medical history included disability (not further specified) from an unspecified date and ongoing. There were no concomitant medications. On an unspecified date in (B)(6) 2018, the patient used the heatwrap for the first time and had the wrap on for 4 hours (previously reported as 4 minutes) and experienced third degree burn the size of half dollars on her back. The patient reported the heatwrap got too hot. She stated she had not checked her skin under the product during use until it had started burning. She did not consult a healthcare professional as she stated "I didn't because I had silvadene. I was a nurse and I know that is what they use. So I put silvadene on it. That's the thing they use for burns." The patient assessed her skin tone as medium (neither light nor dark). She denied having sensitive skin or any abnormal skin conditions. The patient denied the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation and neuropathy. She stated the box the heatwraps came in was red. The patient had not previously used thermacare heatwraps. She had previously used a heating pad for pain relief, whenever her back would ache. The patient read the usage instructions for the product prior to use. She did not engage in exercise while using the product. She was not taking any medications including over the counter, herbal, nutritional or any applied to the skin during the time the burn was experienced. Action taken with the suspect product was unknown. Therapeutic measures taken included silvadene. Clinical outcome of the events was unknown. Follow-up (09mar2018): new information received from a contactable nurse includes: patient details, updated suspect product, suspect product start date, suspect product indication, suspect product lot number and expiration date, no concomitant medications, reaction data (additional event of intentional device misuse), event onset date, therapeutic measures taken, and further information on the patient's clinical course. The patient refused providing physician details. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events "third degree burn, and reportedly the heatwrap got too hot" "intentional device misuse" described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events "third degree burn, and reportedly the heatwrap got too hot" "intentional device misuse" described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal release records, thermal results all met product release criteria. Consumer reports the wrap " cause third degree burn size of half dollars on my back". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 27apr2018, the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "got too hot". The cause of the wrap becoming too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
She put the wrap on for 4 minutes and has a third degree burn the size of a half dollar/third degree burn size of half dollars on my back [burns third degree] , she had not checked her skin under the product during use and had read the usage instructions [intentional device misuse] , it got too hot [device issue] , . Case narrative:this is a spontaneous report from a contactable registered nurse reporting on behalf of herself. This (B)(6) female caucasian patient started to use thermacare heatwrap (thermacare lower back and hip) (device lot number t48943, expiration date nov2020; device lot number: t48943, expiration date: oct2020) from an unspecified date in (B)(6) 2018 for pain relief. The patient's medical history included disability (not further specified) from an unspecified date and ongoing. There were no concomitant medications. On an unspecified date in (B)(6) 2018, the patient used the heatwrap for the first time and had the wrap on for 4 hours (previously reported as 4 minutes) and experienced third degree burn the size of half dollars on her back. The patient reported the heatwrap got too hot. She stated she had not checked her skin under the product during use until it had started burning. She did not consult a healthcare professional as she stated "I didn't because I had silvadene. I was a nurse and I know that is what they use. So I put silvadene on it. That's the thing they use for burns." The patient assessed her skin tone as medium (neither light nor dark). She denied having sensitive skin or any abnormal skin conditions. The patient denied the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation and neuropathy. She stated the box the heatwraps came in was red. The patient had not previously used thermacare heatwraps. She had previously used a heating pad for pain relief, whenever her back would ache. The patient read the usage instructions for the product prior to use. She did not engage in exercise while using the product. She was not taking any medications including over the counter, herbal, nutritional or any applied to the skin during the time the burn was experienced. Action taken with the suspect product was unknown. Therapeutic measures taken included silvadene. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal release records, thermal results all met product release criteria. Consumer reports the wrap "cause third degree burn size of half dollars on my back". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 27apr2018, according to investigation results from product quality complaint (pqc) group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "got too hot". The cause of the wrap becoming too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (09mar2018): new information received from a contactable nurse includes: patient details, updated suspect product, suspect product start date, suspect product indication, suspect product lot number and expiration date, no concomitant medications, reaction data (additional event of intentional device misuse), event onset date, therapeutic measures taken, and further information on the patient's clinical course. The patient refused providing physician details. Additional information has been requested and will be provided as it becomes available. Follow-up (12apr2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (27apr2018): new information received from product quality complaints (pqc) group included: product quality investigation results and additional expiration date. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events burns third degree, intentional device misuse and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events burns third degree, intentional device misuse and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal release records, thermal results all met product release criteria. Consumer reports the wrap " cause third degree burn size of half dollars on my back". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
She put the wrap on for 4 minutes and has a third degree burn the size of a half dollar/third degree burn size of half dollars on my back [burns third degree] , she had not checked her skin under the product during use and had read the usage instructions [intentional device misuse] , it got too hot [device issue] , . Case narrative: this is a spontaneous report from a contactable registered nurse reporting on behalf of herself. This (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back and hip) (device lot number t48943, expiration date nov2020) from an unspecified date in (B)(6) 2018 for pain relief. The patient's medical history included disability (not further specified) from an unspecified date and ongoing. There were no concomitant medications. On an unspecified date in (B)(6) 2018, the patient used the heatwrap for the first time and had the wrap on for 4 hours (previously reported as 4 minutes) and experienced third degree burn the size of half dollars on her back. The patient reported the heatwrap got too hot. She stated she had not checked her skin under the product during use until it had started burning. She did not consult a healthcare professional as she stated "I didn't because I had silvadene. I was a nurse and I know that is what they use. So I put silvadene on it. That's the thing they use for burns." The patient assessed her skin tone as medium (neither light nor dark). She denied having sensitive skin or any abnormal skin conditions. The patient denied the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation and neuropathy. She stated the box the heatwraps came in was red. The patient had not previously used thermacare heatwraps. She had previously used a heating pad for pain relief, whenever her back would ache. The patient read the usage instructions for the product prior to use. She did not engage in exercise while using the product. She was not taking any medications including over the counter, herbal, nutritional or any applied to the skin during the time the burn was experienced. Action taken with the suspect product was unknown. Therapeutic measures taken included silvadene. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal release records, thermal results all met product release criteria. Consumer reports the wrap " cause third degree burn size of half dollars on my back". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (09mar2018): new information received from a contactable nurse includes: patient details, updated suspect product, suspect product start date, suspect product indication, suspect product lot number and expiration date, no concomitant medications, reaction data (additional event of intentional device misuse), event onset date, therapeutic measures taken, and further information on the patient's clinical course. The patient refused providing physician details. Additional information has been requested and will be provided as it becomes available. Follow-up (12apr2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the events "third degree burn, and reportedly the heatwrap got too hot" "intentional device misuse" described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events "third degree burn, and reportedly the heatwrap got too hot" "intentional device misuse" described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.